Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that he went to the emergency room and was in the intensive care unit (ICU) for about 5 days. He was diagnosed with acute diabetic ketoacidosis. His blood glucose had reached 693mg/dl while wearing the pod on his abdomen for between 24 and 36 hours. The patient stated that the adhesive was pealing off by the cannula and the cannula was not in the skin. He could smell/feel insulin and experienced vomiting. The pod was also alarming before he went to the hospital. Treatment at the hospital included an IV drip of insulin and a morphine drip. He was provided two losartan (100mg) to take once a day for high blood pressure, lopressor (25mg) to take every 12 hours, and famotidine (20mg) to take once a day, all of which he did not know the length of use. He was also given 4 pills of xanax (25mg) for anxiety. The hospital staff had him on long acting insulin and was bolusing for meals while in the hospital. The pod was thrown out.